Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid lad during index procedure. It is reported that a dissection occurred after stent implantation during index procedure. There was a side branch occlusion also reported to have occurred and there was an intra-aortic balloon pump (iabp) required. Reference MFR report numbers 961214-2011-00471.

Manufacturer narrative:
(B)(4). Evaluation: results: (dissection).